Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe had no label on it. The following information was provided by the initial reporter, translated from danish: "the item is missing a label".

Manufacturer narrative:
Investigation summary : one photo was provided to our quality team for investigation. Through visual inspection, it was observed that label is missing from the box. Potential root cause for missing label is associated with labeling process. Manufacturing personnel will be notified of this incident and additional training will be provided. A device history record review was completed for provided lot number 2039412. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe had no label on it. The following information was provided by the initial reporter, translated from danish: "the item is missing a label".